Manufacturer narrative:
(B)(4). The field service engineer (fse) verified the malfunction and replaced the exhalation flow sensor. The unit passed all testing and operates within the manufacturing specifications.

Event description:
Customer reported that an 840 ventilator had a safety valve open while in use on a patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the exhalation valve. The unit passed all testing and operates within the manufacturing specifications.

Event description:
Customer reported that an 980 ventilator had a safety valve open while in use on a patient. The patient was not harmed or injured as a result of the event.